Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On july 28th, 2022 getinge received an information about the event, which was related to the getinge air glide system (ags) used with the 86-series washer disinfector. The ags is fully automatic and highly flexible loading and transport system for the washer disinfectors. As it was stated, the system did not work correctly, and the cart loaded with goods moved to far and fell to the floor. There was no injury or damage reported, however we decided to report the issue based on a potential as rack falling to the floor could bring a hazardous situation for the operator and lead to serious injury if the situation was to reoccur. The device was inspected by the technician and the flow control valve was found to be faulty. The part was replaced and the device was returned for use in fully operational state.

Manufacturer narrative:
On july 28th, 2022, getinge became aware of an issue with the getinge air glide system (ags) used with the 86-series washer disinfector with the model name: 8666 and serial number: (B)(6). The serial number of the ags is (B)(6). The reported issue is related to the cart falling to the floor from the automation loading system equipment. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. The ags is fully automatic and highly flexible loading and transport system for the washer disinfectors. The customer allegation was that the ags did not work correctly. As a result, the cart loaded with goods moved too far on the ags unloading shuttle and fell to the floor. The getinge service technician visited the site and established that the device had a faulty throttle valve. This valve is responsible for smooth movement of the shuttle cylinder and ensures that the wash cart is not pushed too far out on to the shuttle during unloading. Moreover, it was found that the device was not equipped with the stop pin on the shuttle, which normally prevents cart movement outside the unloading shuttle. The defective throttle valve was replaced, and the device was returned for use in a fully operational state. The result of the investigation allows us to conclude that the device was maintained according to requirements from the technical manual. Therefore, we conclude that the throttle valve failed prematurely. Additionally, despite our best efforts the exact root cause of the stop pin absence could not be identified. It was confirmed that when the event occurred, the device was directly involved and did not meet its specification. The device was not being used for treatment or diagnosis of the patient. We are not aware if the described issue caused or contributed to the serious injury or worse, however we report the event based on the potential for a serious injury if the situation was to reoccur. The reported drop of the cart, which made us report the issue, appears to be the unfortunate result of two apparently unrelated malfunctions, that in combination caused the described situation. We could not find indication that this sequence of events forms a trend in occurrences. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).